Event description:
Additional information: the patient underwent a pump exchange on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned pump confirmed external wire damage that could have contributed to the reported pump stops. (B)(6) was returned assembled with the driveline (dl) cut approximately 2.5¿ from the pump housing and 28.5¿ of the distal end was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the pump¿s blood contacting surfaces upon disassembly of the pump revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The majority of the external portion of driveline was covered in a rescue tape repair, approximately 1.5-24.75¿ from the controller connector. Upon removal of this tape repair, multiple tears to the outer silicone jacket were noted. Both segments of dl were tested for electrical continuity and no discontinuities were identified. The silicone jacket, bionate and metal braided shield layers were removed to examine the underlying wires. Examination of the 28.5¿ distal end revealed a breach to the insulation of the red wire, approximately 10.5¿ from the controller connector. The red wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. This damage to the 28.5¿ distal end was then bypassed and the remainder was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The 2.5¿ pump-end segment was submerged as well. This test did not reveal any additional areas of current leakage. Multiple requests for additional information were sent to the center; however, no further details were provided. No log files were submitted for evaluation. Although the reported pump stops could not be confirmed through this evaluation, it should be noted that a short-to-ground could have occurred if the exposed conductors of the red wire contacted the metal braided shield while the patient was supported by either the power module or mobile power unit. A short-to-ground could have caused the pump to stop. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. Additionally, the hmii lvas IFU outlines all system controller alarms (including pump off alarms), as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the outpatient department and pump stops were seen in the history. No actions were taken but the options were being discussed. No further information was provided.